Event description:
(B)(4). This laser lipo is not FDA approved. It gets very hot and causes blisters. It's called the pro-fit laser by (B)(6). They took down the website for the laser and reopened it as (B)(6). This is an illegal device. It's a class iiib laser from (B)(6). This salon is located at (B)(4).